Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged to anterior branch per fluoroscopy. The physician opted to surgically abandon the lead rather than do a revision due to the patient's health and age. The lv lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.